Event description:
It was reported that the tip on the screwdriver for closed head screws sheared off from screwdriver upon insertion of screw into the bone. Screw and tip were left in place and used in construct. The tap was broken in bone upon tapping the bone.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; manufacturing records were reviewed for the corresponding lot and no relevant issues were identified a device with the same failure mode was sent for material analysis and the threaded tip was found to have a ductile overload fracture. The probable root cause of the reported event is most likely user related.

Event description:
It was reported that the tip on the screwdriver for closed head screws sheared off from screwdriver upon insertion of screw into the bone. Screw and tip were left in place and used in construct. The tap was broken in bone upon tapping the bone